Event description:
Additional information was received from the patient whom reported that she was still having pain at the incision site, the mobility in her neck was very limited, the stimulation was still going into the wrong spot (down her back instead of in her arm/shoulder) for which they have had a hard time reprogramming it, and when she turns the stimulation off due to the incision pain, she still feels a slight sensation. They are going to do testing/x-ray and possibly an MRI for these issues. All of these issue started occurring at implant on (B)(6) 2016.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), product type: lead.

Event description:
Additional information received from the patient reported that no steps had been taken to resolve the pain at the incision site, however, the patient later noted that her primary care doctor had performed x-rays and she was now waiting for MRI approval. The pain at the incision site had not been resolved at the time of the report. The patient felt pain and stimulation. She was unable to get stimulation out of her back and was only able to get stimulation to her arm and then noted that it was very difficult to program.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial#(B)(4), product type: lead.

Event description:
Additional information received from the patient reported there was shocking in the patient's neck and arms. It was noted the shocking occurred suddenly when MRI mode was activated. The shocking was noted to have been momentary and the patient no longer felt the shocking. It was also noted that the patient felt stimulation in her head. The lead was placed in the c1-c2 area. The patient was told that her lead had moved. It was noted the patient was having an MRI later in the afternoon on the day of this report. The MRI was noted to have been related to the device as the patient had said that a wire moved. The stimulation change being reported was not related to positional movement. The patient noted that the patient typically turned stimulation down before turning stimulation offso that when she turned stimulation on it was not too strong.

Event description:
The patient reported that they were not getting stimulation in the right location. These issues had been present since implant. They had programming performed several times. About 10-15 days after programming the patient would get a massive headache. The patient would then turn their implantable neurostimulator (ins) off for about 24 hours and the headache would go away. At this point they would turn the ins back on. The patient was concerned about the stimulation because they could feel the stimulation in their head on and off. The stimulation was supposed to help with the patient's arm and hand. They sometimes felt the "vibration" going into their incision site and up to their head. It was noted that the patient had reflex sympathetic dystrophy and a lot of scar tissue. An x-ray was taken of the lead and it was in the right spot. They were going to follow up with their healthcare provider. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.